Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold. The lead was not used and another lead was implanted. It was also reported that the sheath would not pass through due to patient anatomy. The sheath was not used; another was used to proceed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).